Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization, dislodged cannula and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g7. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The mother reported that her daughter needed medical attention on (B)(6) 2025 at the emergency room (ER) because the pod had completely separated from her skin, causing her blood glucose (bg) levels to rise to 436 mg/dl. The daughter was experiencing symptoms such as vomiting, dizziness, feeling hot, and nausea, which led to a diagnosis of hyperglycemia. She was treated with an intravenous (IV) drip and monitored until her vomiting stopped, and her insulin levels were managed using an insulin pen. The visit lasted one day, with discharge on (B)(6) 2025. The pod was worn between 4 and 24 hours on the arm.